Event description:
Reporting status: serious injury. Reporting rationale: the tip of the guide wire separated and the tip was jailed between the stent and the vessel wall. Device issue: guide wire tip separation. It was reported that during a procedure on the diagonal artery, off the left anterior descending (lad), the physician was having difficulty advancing the guide wire through the heavily tortuous and heavily calcified lesion, when the tip broke off the end of the guide wire into the anatomy. It was reported that both the physician and the staff felt the difficulty was due to the patient's anatomy and not the guide wire. Multiple attempts to remove the tip via snare were unsuccessful. The physician then chose to jail the tip of the guide wire between the stent and the vessel wall at the planned stent site. There were no reported patient complications. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary - quality assurance analysis revealed that the guide wire was returned with blood on the core. There was contrast on the polymer coating and on the core. The core was separated, 35 cm distal to the proximal end of the blue polymer coating. The polymer coating was separated at the same location. The polymer coating material at the separation was jagged. The separation portion was not returned. The distal end of the guide wire was not returned. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Patient anatomy and morphology, the condition of the catheter being used, and blood and contrast drying on the gude wire can all be factors in difficulty to advance/resistance issues. As the guide wire was returned separated, the difficulty to advance could not be confirmed. It was reported that the lesion was tortuous and calcified, and the guide wire was returned with blood on the core, and contrast on analysis, which have aided in the investigation of the experience. Analysis of the guide wire found blood on the core and contrast on the polymer coating and on the core, which is consistent with the wire being use in the body. The reported separation was confirmed as the core and polymer coating were separated 35 cm distal to the proximal end of the blue polymer coating. The polymer coating was jagged at the separation. Sem analysis of the guide wire found the core separation could be attributed to fatigue rupture. The area beyond the fatigue region could be attributed to ductile overload. As there was no damage noted to the wire during prep, the separation is most likely the result of circumstances related to the procedure. Attempts to advance the guide wire through the tortuous and calcified lesion may have bent the core and imbedded the tip, subjecting the guide wire to the beating heart cycle and fatiguing the core. If the guide wire was advance and retracted in efforts to free the guide wire in this condition, the core could be subjected to ductile overload. It is most likely that these circumstances and this combination of forces exerted on the guide wire ultimately cause the core to separate. The polymer could separate at the same place the core separated. The lot history record was reviewed and indicated that this lot met all the manufacturing requirements. Additionally, there were no other similar incidents reported with this part and lot combination. In this case, based on the reported information and device analysis, it appears the cause for the experience is most likely related to case circumstances and not a product deficiency with the device. This MDR is considered closed by the product performance group.